Manufacturer narrative:
Medtronic received the following information from a journal article entitled; t branch repair of ruptured a type IV thoracoabdominal aortic aneurysm complicated by renal branch occlusion duvnjak s, bach-frommer s, resch a t. Vascular and endovascular surgery 2021, vol. 55(5) 495-500 doi: 10.1177/1538574421989852. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented emergently with acute sharp lumbal pain. A CT performed showed an acute rupture of a 100mm thoracoabdominal aortic aneurysm type IV. The patient was deemed suitable for repair using an off-the-shelf t branch stent-graft . A short thoracic stent graft valiant navion was implanted as a proximal extension to the t branch stent graft. Non mdt renal stents were implanted as well as a non mdt distal aortic bifurcated stent graft and limbs. Final angiography showed a satisfactory result without type I or type iii endoleak, patent visceral and hypogastric arteries. The procedure was completed and the patient was transferred to ICU for observation. Transient renal failure was observed but the patient remained stable, avoiding a need for dialysis at that point . The patient was then discharged on day 7, without a CT scan performed due to the renal complications. One month post-operatively, the patient experienced acute onset of left flank pain andanuria. Contrast-enhanced CT scan displayed a thrombosed left renal branch but continued contrast opacification of the distal renal artery. Intervention was performed where a thrombolysis agent was injected via a catheter through the left brachial artery approach. Most of the thrombus resolved but the patient remained anuric and dialysis was commenced. Residual stenosis of the right renal covered stent was determined to be the cause of the branch obstruction. A balloon expandable renal stent was then implanted. The patient has dialysis performed a total of 4 times but subsequently recovered and was discharged from hospital.